Manufacturer narrative:
(B)(4).

Event description:
It was reported that this complaint involved a (B)(6) year old female patient. At some point during the procedure, the swg became unraveled. It was unclear as to whether this unraveling occurred during insertion into the jugular or upon removal from the jugular. As a result, the entire cvc was withdrawn and another line was placed without any issue to successfully complete the procedure. A delay was reported, however, there were no complications or harm to the patient as a result of the delay. There was no death reported as a result of this issue or occurrence.